Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir stopper does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir did not stay in place into the insulin pump and will fell out at any moment. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the reservoir cap broken off completely. Troubleshooting was performed for damage. The insulin pump will not be returned for analysis.